Manufacturer narrative:
The reported event of low impedance and capture issue were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found no anomalies.

Event description:
It was reported that the patient's aveir right ventricular (rv) leadless pacemaker exhibited high capture threshold and low pacing impedance. It was suspected the lp had sustained a microdislodgement. The lp was explanted and replaced. There were no patient consequences.